Event description:
On (B)(6) 2012, the reporter contacted animas stating that the up/down arrow and ok keypad buttons were intermittently responsive. The issue reportedly occurred a week ago. The reporter denied damage to the keypad. The patient reportedly wore the pump clipped to her pants and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/20/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under all key contacts.